Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) with a 20 millimeter (mm) non-medtronic balloon. After the bav, the valve dislodged out of the annulus into the mid-ascending aorta. The valve was held in place with a snare as a second valve was advanced and successfully deployed. No additional adverse patient effects were reported